Manufacturer narrative:
The unit was returned and was testing using our standard operating procedures. We were unable to confirm the customer complaints of low battery or missing disposable alarms; the unit performed according to our specifications upon receipt. The events described concerning "low battery" are consistent with a discharged battery. The operator's manual provides the following instructions: "if battery is completely discharged, turn the ac power off, plug the system into an ac outlet to recharge the battery. Wait for at least 30 seconds before turning the system on." In addition, upon receipt, it was noted that the pole clamp release handle had been removed by the user. A visual inspection of the unit also revealed that the plastic door and the valve tubing retainer were cracked, and as a result may not have provided the pressure necessary to secure the disposable set in place. When the disposable is not seated properly inside the door, the system may not detect its presence and therefore result in a "missing disposable" alarm. The follow-up report provided by the hospital biomed indicated that the disposable set was subsequently installed in another unit. No further issues were reported. A review of the rapid infuser's manufacturing records indicated nothing notable. Since its initial shipment to the hospital in 2006, the unit was returned once for unrelated reasons in (B)(6) 2016. It was reported that there was no injury to the patient.

Event description:
The hospital biomed reported that the unit was experiencing low battery and exhibiting "missing disposable" alarms during a case. Upon requesting additional details, the hospital biomed subsequently reported: "got called that the fms 'messed up.' Got to room and the screen was dead. They said it flashed low battery earlier and was plugged in the whole time. Changed plugs and still would not work. Changed disposable to other unit. On the way back to the lab I was able to turn it on. It didn't have a disposable and was prompting for a prime. I pressed prime just to see if it would reset. It started to prime without disposable or fluid." It was reported that the patient was not injured.